Event description:
The customer reported that the system is getting a touch screen error, it won't take cine runs, and has a software issue. The system did no pt harm.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep fixed the caster on the workstation by reattaching the locking screw. He replaced the touch screen, hard drive, and cross arm brake assembly. The system operates as intended.